Manufacturer narrative:
The retrospective analysis has not indicated any technical failures of the system. Treatment parameters were in line with the typical range. The system performance was found to be according to spec and as expected. No new risk has been recognized.

Event description:
Facial drooping and slurred speech (muscle weakness) were noted during essential tremor treatment. After the treatment, the patient had full tremor relief. The described side effects were getting a bit better after the procedure but still evident one day post treatment. The treating physician believes that the mentioned side effects may resolve.